Manufacturer narrative:
Analysis found damage to the guidewire that occurred during the implant procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the internal part of the catheter was bent. The implant date and explant date of the catheter was (B)(6) 2019. It was stated it was all right after the product was replaced with a new one. The catheter would be returned. There were no reported symptoms. Further complications were not reported. An x-ray image was provided. Confirmation of the reported catheter bend could not be determined. Additional information was received via follow-up. It was reported that the "extension wire" of the catheter was the component that was bent. It was indicated that no contributing factors were identified, but also stated that "maybe the quality problem of product itself." It was noted that the patient was receiving oral morphine sustained release tablets at a dose of 300 mg/day.